Manufacturer narrative:
A supplemental MDR is being submitted for correction base on the review of the medical records. Through the investigation, it was learned that paravalvular leak was "minimal" and thrombocytopenia was not related to the device and the procedure. The information provided does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. Additionally, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of this edwards device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, on aortic position by transfemoral approach. The patient was taking anticoagulant medical (2) two months prior to the procedure. The valve was successfully implanted with mean transvalvular 12 mmhg and minimal paravalvular leak (pvl). Post-procedure, the patient experienced thrombocytopenia, which worsened and required platelets transfusion. Eight (8) days post-procedure, the patient was discharged home. Two (2) months post-procedure, the patient came back to the hospital for a follow-up visit and hemolytic anemia and low platelet count were noted. Specific blood cell examination showed macrocytic anemia which can be either a sign of b12/folic acid deficiency but also seen in chronic hemolysis, in addition marked anisocytosis of platelets, which is either a sign of increased platelet production or increased turn over due to immune thrombocytopenia, elevated retention parameters creatinine. Three (3) months post-procedure, patient came for a follow-up visit. The patient was doing well but the platelets are still low.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code. Added new information to h.6 device codes, investigation conclusions, and type of investigation and h.11 additional narrative. As per follow-up imaging review evaluation, it was observed paravalvular leak. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In addition, as per the instructions for use (IFU), abnormal laboratory values can occur following transcatheter aortic valve implantation (tavi). Thrombocytopenia following transcatheter aortic valve implantation (tavi) has been described, however, platelet reduction can be related to the amount of contrast agent applied during procedure. Platelet activation and blood coagulation along with impaired baseline platelet renewal might be the mechanisms of thrombocytopenia following tavi procedure. In this case, there was no allegation or indication a product malfunction contributed to these events. Investigation results suggest/indicate that patient or procedural factors caused or contributed to these events. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.